Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed intermittent responses to button presses on the 'ok','up','down' and 'contrast' buttons. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to this complaint, the battery compartment was cracked. T opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No power loss or moisture ingress was noted.